Event description:
A surgeon reported that during laser assisted cataract surgery, the nucleus dropped posteriorly. The surgeon then performed anterior vitrectomy and inserted a sulcus intraocular lens (iol). As the primary incision was enlarged by blade for the sulcus lens to be inserted, the wound was then sutured. Additional information was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).